Manufacturer narrative:
(B)(4). Updated section: g4, g7, h2, h10, h11. Corrected section: h6- medical device ¿ problem code (1) - corrected to "fitting problem".

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct -2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10/213 & 67) enter investigation findings: the device was returned to the factory for evaluation on 10/14/2021. An investigation was conducted on 10/20/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted to test the jaws. The blue toggle was manipulated to open and the jaws. The jaws would open and close with no physical or visual difficulties. The jaws were aligned and there were no visual defects observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula into the endoscope snapped into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated trend analysis: the overall ¿evh cannula¿ 24 month complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. The overall complaint rate was found to be 0.188% and is above +3sd. Run rule triggered above 3 sd in (B)(6) 2021 for the overall control chart and fitting problem w/ cannula to be addressed under crf.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery jaws sticking/catching while passing in and out of the cannula tip. No additional incisions. A few extra minutes of time required to get a new kit out to finish the case. No patient effects.